Event description:
It was reported that the device was pulled from the shelf and the tyvek was found to be ripped. The device was not used.

Manufacturer narrative:
(B)(4). The package was returned having been previously opened, with no blister and no carton. The tyvek had been folded over for its return. The tyvek was visually examined and it was confirmed that a rip was present in the tyvek near the end of the package. Based on previous product knowledge, we know the damaged area of the tyvek does not come into contact with any part of the blister or device. The rip may have been caused by impact against the tyvek when the package was complete. All product is 100% inspected to ensure that device is properly placed in blister and that package integrity is intact prior to release. It is suspected that the damaged tyvek occurred external to ees. The device records were reviewed and no anomalies were noted during the packaging process.